Event description:
A customer from taiwan reported a misidentification of an escherichia coli strain from a patient's urine sample, as shigella group in association with the vitek® 2 gn test kit (lot 2410308103) . The customer reported that a urine sample was collected on (B)(6) 2018, and the patient was without antibiotics. The sample was tested on (B)(6) 2018 with the gn card, which gave a result of shigella group 88%. The customer then performed a shigella antisera (serological) test and the result was negative. Testing with the vitek ms gave a result of escherichia coli 99%. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from (B)(6) reported a misidentification of an escherichia coli strain from a patient's urine sample as shigella group in association with the vitek® 2 gn test kit. An internal biomérieux investigation was performed. The customer did not submit the patient strain for evaluation. Two lab reports for this patient were submitted. Both lab reports showed an acceptable identification of shigella group. There were multiple atypical negative reactions for an identification of e. Coli according to the gn knowledge base. For isolate 4010960110: (both lab reports) 12 atypical negative reactions (bgal, dmal, dman, proa, tyra, dsor, suct, agal, phos, glya, bgur, ellm). Raw data was submitted. Review of the graphs showed little to no activity in the atypical wells. The cause of the negative reactions was not apparent. Atypical negative reactions can indicate a strain with decreased viability, user set up error or an atypical strain. Without the strain, it is not possible to further evaluate the cause of the misidentification. Note: escherichia coli is closely related to shigella. The gn lab report prints the message, "confirm by serological tests" for any identification of shigella species. Vitek 2 gn card lot # 2410308103 met final qc release criteria. The lot passed qc performance testing.